Manufacturer narrative:
A maquet service technician was onsite to investigate the device in question. According to the service report (B)(4) following work has been done by the technician. Could not duplicate unit switching from ac to battery on its own . Replaced power supply board (articel number 701011675) as an precautionary measure and cycled unit for 3 days on ac power on test circuit . Returned and performed preventive maintenance. Unit returned to clinical use. Thus the failure could not be confirmed. The most probable root cause could not be determined as no failure was detected. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from the us that rota flow console switched from ac to battery power while in use. No patient injuries or harm reported. Pump was swapped out with another one during use. (B)(4).